Manufacturer narrative:
Submitted: 02/17/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: device evaluation: on investigation, the pump powered on and the display became illuminated per normal operation. The display screen was examined and confirmed to be dim/faded and discolored and the battery compartment was noted to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed a case/condition issue and a display issue. This report is made based on results of investigation completed on (B)(6) 2017.